Manufacturer narrative:
Based on the investigation, device history record could not be reviewed as a lot number was not provided. Supplier reviewed records over the last 2 years, and no abnormal situation was found. There are 164 occurrences reported in the past 12 months. No sample was available for investigation, only photos were provided. Lint was seen on the wire. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
The customer reported that during an embolization in the liver/ sirs spheres embolization, there was linting of the or towels pwtb04-stm from the vascular angiography pack sanhfagftc onto the wires the towels were used to hold wire and catheter, to prevent them from bouncing off the table and to help with all the fluid on the table. There was no delay in procedure or patient injury reported.